Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department experiencing "chest discomfort and bleeding" and it was also noted that the patient experienced a hematoma. The device was reprogrammed and a pocket revision was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the system was explanted due to a pocket infection and will be replaced in the future. Cultures were taken and antibiotic treatment was administered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.